Event description:
Healthcare professional reported, left side "hypertrophic scar" and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: one opening observed on anterior side assessed as fold flaw opening. Additional observations: ¿ creases were observed. ¿ wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "hypertrophic scar" and rupture. Device has been explanted.